Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon catheter fracture occurred. The lesion was located in the rca. The lesion details are unk. The maverick 20mm x 2.5mm balloon catheter had difficulty advancing over an unspecified wire and did not cross the lesion. When the balloon catheter was withdrawn, the end of the catheter was broken. The end of the catheter detached, up to the balloon, outside the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's current status is reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).